Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a gradual lead in the shock impedance measurements that were found to be high out of range. The system was replaced due to a therapy upgrade. This rv lead has not been received for investigation. No additional adverse patient effects were reported.